Event description:
It was reported that the patient was admitted to the hospital after receiving inappropriate therapy due to noise. Lead fracture suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.